Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were sometimes unresponsive. Customer's blood glucose level was 260 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.